Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, patient was not happy with vision. The iol was exchanged for another lens model following the initial implant procedure. Clinical reason for explant lens dislocated.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).